Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their cobas c221 analyzer. The specific date of this event is unclear. The customer stated the analyzer was producing very high potassium results and low sodium results that were reported to the consultant. The customer stated they were able to re-test one sample and the repeat results would be within specification. Specific results were not provided. A field service representative performed a three year preventative maintenance on the analyzer. The analyzer seemed ok and the quality control was correct. On either (B)(6) 2012, the customer stated the issue reoccurred. The customer provided a potassium result of 13 and a sodium result of 131, units of measure were not provided. It is unknown if either result was reported outside the laboratory. The customer stated they could not rule out that the patients received treatment based on the discrepant results, but there were no reports of any adverse events. The sodium and potassium electrode lot numbers and expiration dates were not provided. The customer thought the discrepant results were due to a potential blockage at the fill port in conjunction with poor operator handling and potentially forceful injecting of the sample.

Manufacturer narrative:
None of the discrepant results were reported outside the laboratory. As far as the customer knew, there were no adverse events.

Manufacturer narrative:
Medwatch (manufacturing site) was updated.

Manufacturer narrative:
This event occurred in (B)(6).